Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported insulin leaking from a pin hole when she boluses. Patient stated the insulin leaked out from the pine site where the steel introducer was removed. No adverse event reported. Requested return of the alleged infusion set and replacement was sent.